Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The field service engineer (fse) found that there was a problem with the sample probe and replaced it, and adjusted rinse levels. The fse performed a precision test successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The analyzer serial number is (B)(6) the customer stated that their qc recovery data was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable hdlc4 hdl-cholesterol plus 4th generation results for 2 patient plasma samples on a cobas pro sbl c 503 module. Sample 2 also had discrepant tp2 total protein gen.2 (tp2) results. This medwatch will cover the hdlc4 results. Refer to medwatch with a1 patient identifier (B)(6) for the tp2 results for sample 2. For sample 1, the initial hdlc4 result was 5 mg/dl. The customer questioned the low result and repeated the sample. The repeat result was 43 mg/dl. For sample 2, the initial hdlc4 result was 6 mg/dl. The customer questioned the low result and repeated the sample. The repeat hdlc4 result was 45 mg/dl. The repeat results were deemed correct.